Event description:
It was reported that the patient presented for routine generator change. During the procedure the physician observed an insulation abrasion of the right atrial lead near the pocket. All measurements were noted to be stable, and the physician elected to reinforce the insulation with medical adhesive. The procedure was completed without incident. The patient was stable before, during, and after the procedure.